Manufacturer narrative:
Stryker evaluated the customer's device and the reported issue could not be duplicated in testing. The issue was visually confirmed through damage to the rear case of the device in the battery well 2. The rear case was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly shuts down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.